Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, a r epresentative smart reload was attached to the adapter but was unable to be recognized. The adapter was then disassembled and it was determined that the proximal flex cable was damaged. This would prevent the reload clamp test from being performed. If a signia system is green key reset while a unrecognized reload is connected, uncontrolled articulation will be observed. It was reported that after the cartridge was connected, the opening and closing operation could not be performed and upon restarting, the cartridge moved left and right automatically and then stopped, remaining unable to open or close. The reported issues were confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of articulation mechanism not in home position that has no relationship to the reported condition. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if a stapling reload is difficult to unload, center the reload and fully open the jaws by manually controlling the toggle or press and hold the up control button for two seconds. The articulation will center and the jaws of the reload will fully open. Reattempt to unload the stapling reload by pressing the blue unload switch back toward the power handle, twist the reload counterclockwise 45 degrees and remove the reload from the shaft of the adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, the device functioned normally up to the lcd (liquid crystal display) screen guiding cartridge connection, but after the cartridge was connected, the opening and closing operation could not be performed and upon restarting, the cartridge moved left and right automatically and then stopped, remaining unable to open or close. A new adapter was used to resolve the issue. There was no patient involved.

Manufacturer narrative:
D10 - concomitant products: sigphandle, sig power sigphandle handle, (s# unknown) sigpshell, sig power sigpshell control shell, (s# unknown) unknown egia su, unknown endo gia sulu, (lot# unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.